Manufacturer narrative:
The unused device was returned to resmed for credit. During in-house evaluation, it was found that the device failed the battery tests and the battery casing was deformed. The evaluation determined that the reported complaint was due to a defective battery. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed the battery tests and had a deformed battery case. The device was not in use when the fault occurred; therefore ,there was no patient involvement.